Manufacturer narrative:
An event of deformation and retraction difficulty was reported. The investigation concluded that nitinol wires were broken on the distal and proximal discs. As difficulty retracting the occluder into the sheath was reported, how or when the observed damage occurred could not be definitively determined. Two photos were also received, appearing to show a deformed occluder and a partially retracted occluder. Based solely on the aforementioned photos the device did appear to deploy deformed, however the deformation was not reproduced during functional testing. The occluder met functional and dimensional specifications when tested despite the observed damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, two 9f amplatzer torqvue 45° delivery systems (dtv45) and a 17mm and a 19mm amplatzer septal occluder (aso) were selected for use. The first 9f dtv45 was delivered through the defect and into the left atrium. The 17mm aso was inserted into the first 9f dtv45 and deployed at the defect. However the 17mm aso was too small to be deployed at the defect. Therefore the 17mm aso and the first 9f dtv45 were removed from the patient as a unit. The 1st 9f dtv45 was re-inserted into the patient and the tip was repositioned into the left atrium. However it seemed that the backflow of blood was less compared to the 1st attempt. In order to check the condition of the inner lumen of the delivery sheath, the dilator was re-inserted into the delivery sheath; however, there was severe resistance encountered at the middle portion of the delivery sheath. While attempting to advance further, the dilator was able to pass through the delivery sheath without any resistance. St segment elevation was observed on the electrocardiogram. The electrocardiographic wave form turned back to normal with time and no treatment was needed. It was considered that a right coronary artery air embolism might have resulted in the st elevation and to mitigate recurrence, the delivery sheath and dilator were removed as a unit. Visual inspection revealed no anomalies on the delivery sheath. A new 9f dtv45 was inserted and a 19mm aso was deployed at the patient's defect. However, the left atrial disc of the 19mm aso did not deploy as intended and the left disc was also difficult to be pulled into the sheath after deformation. The 19mm aso was re-sheathed with difficulty; and after aso removal the procedure was aborted. There were no reported consequences to the patient. Future treatment plans for the defect (percutaneously or surgically) are to be scheduled at a time unknown. Per report, the user acknowledges that the first dtv45 should have been removed and a dilator should not have been reinserted to check blood backflow. The physician assumed that air embolism was related to reinsertion of the dilator into the sheath. Patient specific information of weight is not available for this complaint.